Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 3006705815-2023-05721. It was reported that the patient was experiencing ineffective therapy. Further investigation showed high impedance on patient's leads. As a result, surgical intervention was taken place on 06 september 2023 where the leads were replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.